Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr checked the mean airway pressure (map) transducer for drift and calibrated the pneumatics corner and the driver displacement indicator (ddi) board. The fsr found the ddi was out of specification. The fsr adjusted the ddi to tight tolerances and completed the alarms test. The fsr completed the patient circuit calibration and the performance check. The unit meets manufacturer specifications.

Event description:
The customer reported that the ventilator shut off while in use on a patient. The unit alarmed "oscillator stopped." The patient was placed on another ventilator and there was no patient harm. While evaluating the ventilator at a later time, the customer was able to get the unit restarted, but heard a "humming and whistling" sound, and after an hour, the unit shut off again.